Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported fluid leak from a cassette during a left eye procedure. Upon follow up, it was informed that the leak occurred between the gap of the table top and base unit. The product was replaced and the procedure was completed without harm to the patient.

Manufacturer narrative:
A device history record review for the reported lot shows that the product was released as per specifications. A sample was expected for this investigation but has not yet been received, as such, the investigation will processed for closure. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. The manufacturer internal reference number is: 2016-50384